Event description:
Risk management rn, describes an epidural catheter that broke off in a patient's back as it was being removed. The patient had surgery that same day to remove approximately 2 & 1/2 or 3 inches from their back. Patient recovered without further incident and was subsequently discharged from the hospital.